Event description:
It was reported the pt was having issues with the programmer amplitude button. The pt reported the needed to push the button about 30 times before the stimulation would increase one increment. It was reported the decrease amplitude button functioned normally. A replacement programmer was sent to pt to address the issue. F/u identified the replacement device resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.